Manufacturer narrative:
Other relevant device(s) are: product ID: 37751, lot# serial# implanted: explanted: product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they saw the call the healthcare provider (hcp) power on reset (por) message on the recharger yesterday and today. The consumer mentioned the patient did chemotherapy and was currently asleep and was therefore unable to confirm if the por was informational or warning. The consumer was going to call back with the patient programmer (pp) when the patient was awake to continue troubleshooting. The consumer called back and stated the por was informational and successfully cleared and stimulation was turned back on. It was noted the consumer always "jumped around" when therapy was off and then turns it back on and set to group b (which was where their settings needed to be). It was noted the implant was full.